Event description:
The customer reports back to back results of 412 and 150 mg/dl. No report of an adverse event. The customer states he ran l1 and it was in range, but value not provided. Return requested and replacement was sent.